Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), had a damaged atrium and ventricle port. The epg was returned to service and repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the external pulse generator (epg), had a damaged atrium and ventricle port. It was also determined at analysis that both wires on the liquid crystal display (lcd), are pinched (not compromised). One stuck button was detected, one was recovered. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.